Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 33 watchman laa closure device & delivery system (wds) were used. After one partial recapture, the device was deployed with release criteria met. There was no effusion noted before, during, or immediately following the procedure. Later during the day while in the recovery area, the patient began to complain of chest pain. Transthoracic echocardiogram imaging revealed what the physician described as a mild to moderate pericardial effusion. The patient was transported to the cardiac catheterization laboratory where a pericardiocentesis was performed and 600-650cc of fluid was drained in the pericardial space. The patient remained stable and was discharged.